Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-operatively after a cryo ablation procedure, the patient's developed hypotension and a pericardial effusion was identified. A chest x-ray showed the lung fields were slightly expanded and retrocardiac opaque. There was marked dilation of the hilar-perihilar vascular pattern and an enlarged cardio mediastinal shadow. Pleural clouding was observed at the left base and the right hemidiaphragm apparently free. Cardiac computed tomography angiography (cta) was performed and no extravascular leakage of contrast medium was recognized in either the arterial or venous phase. The pulmonary artery and its main branches, the thoracic aorta and the epiaortic trunks at the origin were regularly patent. A modest layer of pericardial effusion (thickness up to about 1 centimeter), with superliquid basal density and without contextual contrast media leakage. In the pulmonary area, consolidation thickenings were recognized in the bilateral dependent dorsal sectors and there was no pleural effusion. No further patient complications have been reported as a result of this event.